Event description:
The patient called to report she had two v-go devices in the last two weeks where the start button popped up before 24 hours. The patient stated she would wear the v-go for about 11 hours before this happened. The patient has discarded these devices.